Event description:
Report received of an over-delivery of dextran. The pump was programmed to deliver dextran at 20ml/hour and was started at 1930 on 1/6/2001. When the pump was checked at 2230, it was reported that approximately 180ml was gone from the bag when only 60ml should have been delivered. The pump display indicated that the rate was still at 20ml/hour. According to the customer contact, the dextran infusion was stopped. The pt had a reported "insignificant" increased drainage from their chest tube. The pt was observed and their condition was reported to have stabilized without medical intervention. Though requested, there was no further info available.